Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient saw an informational power on reset (por) message on their patient programmer. The steps for clearing the por were reviewed and the por was successfully cleared. The patient was able to turn the stimulation back on and they said that the device was working. No symptoms or further complications reported.